Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.